Event description:
The manufacturer received information alleging that the device stopped during therapy with no pressure and service required is on the display along with a triangle. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found pca burned, blower, blower box, iso port kit and outlet seal with contamination. In addition, the devices error log was downloaded, and five error code were present when reviewed. Lastly, the device was scrapped. The device passed all testing.